Event description:
It was reported that upon retracting the needle from the patient's arm the tubing broke and blood spattered on the medics arms and upper torso. No adverse patient or clinical effects were reported by the customer.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device was returned for investigation, no root cause determined. Device history review of the reported lot number showed no non-conformities during the manufacturing process. If the product is returned, the manufacturer will reopen this complaint for further investigation.